Manufacturer narrative:
Unit passed selftest. Unit received with partial white display and high sleep current measurement due to severe corrosion on electronic assemblies. Unit failed prime/seating test due to severe corrosion on force sensor. Unit received with cracked case on battery tube area. Unit received with corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that the insulin pump was not turning on, and that the customer noticed a crack in the battery compartment. Customer's blood glucose at time of the event was 10.6 mmol/l. Trouble shooting was not performed, the device was returned for analysis.